Event description:
Reporter states customer reportedly received result of 508 mg/dl on the advantage system and 223 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.